Event description:
It was reported that the bed was stuck in an elevated position and the casters were damaged. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Lift motor.